Event description:
The graft was implanted to repair a torn iliac artery that happened during a pta procedure. Upon declamping, the graft leaked blood from its total length (quantity unknown). The bleeding was stopped by reclamping and applying fibrin glue. The graft was left in. The pt's condition is fine.

Manufacturer narrative:
A returned unused segment of the graft was evaluated by the consulting pathologist. A copy of that report is attached. Since the actual part of the graft that was involved in the incident was left in the pt, it could not be evaluated and therefore, the incident cannot be confirmed or denied. Code 86: the manufacturing batch records for the device were reviewed. Code 100: the batch records were not atypical-no similar incidents reported for this batch. Received fresh is a segment of dacron vascular graft which measures 6 cm in length by 1.1 cm in diameter. The specimen is crimped. No blood or tissue components are identified. Representative sections are embedded. Microscopic description: segments of a hemashield dacron vascular graft are identified. The collagen coating is present on the luminal surface, within the interstices of the vascular graft, and on the periadventitial (outer) surface. No loss of integrity of the collagen coating is identified. No blood or tissue elements are identified. Summary: an intact hemashield dacron vascular graft with intact collagen coating on the luminal surface, within the interstices, and on the periadventitial (outer) surfaces.